Event description:
Report status: malfunction. Reporting rationale: dislodged stent has caused or contributed to patient injury previously. Device issue: dislodged stent. It was reported that the protective sheath and the stylet were removed at the same time. An attempt was made to insert the guide wire into the tip of the zeta stent delivery system (sds), when it was noted the stent was not mounted on the sds balloon. The stent was found inside the protective sheath. No additional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the sds was returned without the catheter. The stent implant was returned dislodged on the stylet with an orange protective sheath. There was blood visible on the stent implant. There was no contrast visible. There were six rows of crushed struts at the proximal end of the stent implant. There was no other damage noted to the stent implant. A laser micrometer was used to measure the outer diameter of the stent implant. The middle and distal outer diameter measurments met manufacturing criteria. The proximal outer diameter could not be measured due to the damage noted. Pin gauges were used to measure the inner diameter of the stent implant. Product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion.